Event description:
As reported by the field clinical specialist (fcs) approximately 1 year, 11 months and 29 days post transfemoral transcatheter mitral valve replacement (tmvr) with a 29mm sapien 3 ultra resilia valve in a surgical valve the valve failed due to stenosis and regurgitation. Another valve, a 29mm sapien 3 ultra resilia valve, was placed inside the valves to treat this. The valve was successfully implanted. Medical records were received and reviewed; the transthoracic echocardiogram (tte) showed the left ventricular ejection fraction (lvef) was 63%, the neo lateral and anterior leaflets are calcified with restricted motion, there was severe mitral stenosis, there was no intervalvular regurgitation, there was trace transvalvular regurgitation, the mitral valve mean gradient was17mmhg, and the aortic valve area velocity time integral was 0.9 cm2.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on the medical records provided. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.